Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics assembly. Pump received with moisture damage on motor, battery tube, vibrator and keypad assembly. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime, system sensor and excessive no delivery test due to blank display. Received with pump cracked case at the display window corner, cracked reservoir tube lip and cracked battery tube threads.

Event description:
No information about the customer was provided.